Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery is not working at all. It is not even recognized by charger. There was no report of patient involvement.